Event description:
Crd_1003 - vantage. Eu3520 - 914 ((B)(4)). It was reported that on 29 november 2023, a 29mm navitor valve was selected for an implant. During the tavi procedure, after the release of the navitor valve and after the post-dilatation due to moderate paravalvular leak, patient presented left bundle brunch block (lbbb). At the end of the procedure, patient was moved in the cardiology department in good conditions with the lbbb still ongoing. The final implant depth was ncc= 4.51. The patient is stable.

Manufacturer narrative:
An event of heart block (left bundle branch block) and paravalvular leak was reported. Information from the field indicated that the patient did not have a pre-existing arrhythmia, there was no calcification extending beneath aortic annular plane in the interventricular septum, the valve was implanted 4.51 mm from the non-coronary cusp (deeper than the optimal 3 mm implant depth). No information was received regarding valve sizing or deployment difficulty. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including specification for radial force. Based on available information, a cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.